Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed in relation to the reported condition. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced six occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.